Event description:
It was reported that the patient's stimulation was "sporadic" and if he turned "one way it cut off." The stimulation would "sometimes" just "surge" as well. The stimulation was not always like this, it just started to happen "recently" around the report date. Palpation did not change anything with the stimulation feeling and nothing was visible on x-rays to show where the problem was. The patient also had three electrodes with impedances >10,000 ohms, two of which were needed for stimulation and effective coverage. The patient was being scheduled for a revision. Additional information received three days later reported that the revision would be on (B)(6) 2012 or (B)(6) 2013. The patient was not getting sufficient coverage because of the sporadic nature of his stimulation. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the leads were explanted. There were high impedances found on one lead and the cause was unknown. There was no patient injury, and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Late MDR due to system issue with FDA. Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of lead ((B)(4)) revealed the following: there was an incompatible component used with the lead: the lead was found with a non-compatible anchor attached and was severely compressed in this area. Functional tests from electrodes 0-4, 6 and 7 revealed no shorts and it's continuity was acceptable. The number 5 conductor wire was broken 28.6cm from the distal end. Final device analysis of lead ((B)(4)) revealed the following: there was an incompatible component used with the lead: the lead was found with a non-compatible anchor attached and was severely compressed in this area. The functional test on this lead showed that all circuits were open. All conductor wires were broken 28.7cm from the distal end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the revision to replace the percutaneous leads with paddle leads was scheduled for (B)(6)-2013. A follow-up report will be made if additional information becomes available.